Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via 6fr sheath, after a cerebral angiography procedure. Reportedly, the plunger was removed and the "sutures did not disconnect". The proglide device was removed prior to retaining vessel access with a guide wire. The second proglide device was removed from the package and prepped for use; however, could not be used because vessel access had not been retained. Second proglide device was not used in the patient's anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after a cerebral angiography procedure. Reportedly, it appeared that the "suture part would not disconnect". A second proglide device was used; however, the "wire was out". Manual arterial compression and a femstop was applied for 20 minutes to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.